Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information received which indicated that physician saw an insulation wear on the atrial lead though all measurements were normal.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.